Event description:
The device was used during a lar procedure. Reportedly, the approximating lever broke. The surgeon was able to complete the procedure with the instrument. The hosp has reported no pt injury occurred.